Event description:
Customer reported blood glucose results of 345 mg/dl, 146 mg/dl, 82 mg/dl, and 98 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms which she self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.